Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the ucor hfams patch. The skin irritation was described as red, itchy, and a burning feeling. There was no alleged device malfunction contributing to the irritation. The physician's office advised the patient to remove and return the ucor hfams patch. Outcome of the skin irritation is unknown.